Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini matrix drawer had failed. A field service engineer found the mini drawer stuck and unable to open due to a broken mini engine inside the drawer. The fse removed and replaced the mini engine, ran diagnostics, and recovered and tested the drawers. Everything tested okay. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, the mini matrix drawer had failed, and the pocket did not open. The customer tries opening the drawer with a screwdriver, but once closed, the pocket did not reopen. The customer switched another mini-matrix tray into the failing pocket, and it failed to open as well. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.